Manufacturer narrative:
(B)(4). G2: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00300.

Event description:
It was reported that during a knee arthroplasty, the mating slot on the front of the tibial baseplate broke while engaging the articular surface via persona articular surface inserter. The articular surface failed to engage in an optimal position. It was stuck and surgeon struggled to remove it out, resulting in a dent and scratch on the articular surface. Therefore, a new articular surface was opened as per request. The broken tibial baseplate component was already cemented into the tibia so it remained implanted. The surgical delay was approximately 20 minutes to remove the stuck articular surface and to put in a new one.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned articular surface lot# 65739545 exhibits signs of use (flared dovetail) and damage as alleged. Tibial implant was not returned and no photos provided to confirm fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined for the mating issue or the broken tibial plate. However, leaving a broken/damaged tibial plate in the patient is considered use error as the IFU states 'do not use any component if damage is found or caused during setup or insertion.' This complaint has been confirmed for the mating issue via the flared articular surface but the tibial plate fracturing could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.